Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 12.6mm, micl12.6, -6.00 diopter, implantable collamer lens was removed from the patients right eye (od) and replaced with a shorter length lens due to sizing. If additional information is received a supplemental medwatch report will be submitted.